Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cm01, product description: console nim4cm01 nim 4.0, serial number#: (B)(6), UDI#: (B)(4). H6: product ID: nim4cm01, serial number: (B)(6) codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the nerve monitor was playing up during a major ear case and they could not get any connection at all. After the procedure user connected the device to the test module and the connection was fine. There was no patient impact.